Event description:
Our affiliate is reporting to us that during an arthroscopic procedure, a portion of the distal end of the electrode broke off into the joint space. The fragments were retrieved and the procedure was concluded successfully using another same device without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under power. It is noted that the distal working end of the device is in a condition that can only be attributed to misuse. Some of the ceramic between 7-11 o'clock is broken away; there are scrape and scratch marks on the remaining ceramic, the surrounding metal surface and on the black insulator coating. These are telltales which indicate that the device was manhandled, most likely abraded against something hard or sharp; like bone or a scope. The most likely root cause for the device's condition is technique, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.